Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 44 previously reported events are included in this follow-up record. Product return status 17 devices were received. 14 devices were not available for evaluation. 13 device investigation types have not yet been determined. Event confirmation status 9 reported events were confirmed. 8 reported events were not confirmed. Evaluation results 16 devices were found to be affected by corroded internal components. 1 device had no problem found.

Event description:
This report summarizes <noe> 44 </noe> malfunction events in which the device reportedly overheated. 44 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 43 previously reported events are included in this follow-up record. Product return status 13 devices were received. 30 device investigation types have not yet been determined. Event confirmation status 8 reported events were confirmed. 5 reported events were not confirmed. Evaluation results 12 devices were found to be affected by corroded internal components. 1 device had no problem found.

Event description:
This report summarizes <noe> 43 </noe> malfunction events in which the device reportedly overheated. 43 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 43 events were originally reported for this failure mode during the reporting quarter. 44 events should have been reported; 1 event was inadvertently excluded. 44 reported events are included in this follow-up record. Product return status: 17 devices were received. 12 devices were not available for evaluation. 15 device investigation types have not yet been determined. Event confirmation status: 9 reported events were confirmed. 8 reported events were not confirmed. Evaluation results 16 devices were found to be affected by corroded internal components. 1 device had no problem found.

Event description:
This report summarizes <noe> 44 </noe> malfunction events in which the device reportedly overheated. 44 events had no patient involvement; no patient impact.

Event description:
This report summarizes 44 malfunction events in which the device reportedly overheated. 44 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 44 previously reported events are included in this follow-up record. Product return status: 17 devices were received. 27 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 43 events were reported for this quarter. Product return status: 8 devices were received. 35 device investigation types have not yet been determined. Event confirmation status: 5 reported events were confirmed. 3 reported events were not confirmed. Evaluation results: 8 devices were found to be affected by corroded internal components. Additional information: 43 devices were not labeled for single-use. 43 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 43 </noe> malfunction events in which the device reportedly overheated. 43 events had no patient involvement; no patient impact.